Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.00mm/90cm/2.0cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second dilation at 8 atmospheres for 20 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition is good.